Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire fracture occurred. A 190cm straight tip hornet guidewire was advanced to the calcified chronic total occlusion in the right coronary artery. The wire wouldn¿t cross the lesion, so the physician pulled it back using another manufacturer¿s microcatheter. When the guidewire was withdrawn back into the microcatheter, the tip fractured. It did not detach and embolize, but it had fractured. A different model guidewire was used to complete the procedure. There was no harm to the patient.